Manufacturer narrative:
B3: 2025 was the year of the reported event but the exact day/month were not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found as well as a damaged air detector. The device was recommended for beyond economical repair status due to the cost of the repairs.

Event description:
The device was returned due to the fact that it was reported that the device had a downstream occlusion failed calibration. The results of the investigation found that the device's downstream occlusion (dso) sensor failed. There was no patient involvement.